Event description:
It was reported that a pt sustained a burn that developed a blister of 1.0 cm x 1.0 cm on their left thumb, and burns with blisters on right thumb and right index finger that did not have a recorded or documented measurement at time of processing. The pt's burns were treated by wound debridement by the plastic surgery department on (B)(6) 2013. It was also reported that the pt will be monitored and followed, and that the burn on the left thumb may require a skin graft. The pt was scanned for 1.5 hrs entirely on the system body coil, while under general anesthesia and fully monitored including a pulse oximeter lead on the left index finger. The pt was positioned at different times with their hands and arms positioned at the sides and above the head. It was unclear in what position the arms were in when the burns occurred. As indicated by site, appropriate padding was used during the scan. It was stated when the arms were above the head they were positioned on a pillow with the right and left hands not touching, and it was not reported if the fingers of each hand were isolated in a way to avoid skin to skin contact that forms body loops.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. (B)(4). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues with the system that caused or contributed to the burn. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming. The mr safety guide provides warming and safety instructions regarding pt warming. No further actions are planned at this time.